Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, a dislodgement occurred resulting in intermittent capture and undersensing. A chest x-ray confirmed, the lead had dislodged into the apex from the rv septum. A procedure was performed and the lead was successfully repositioned with no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The implant date and event date did not make sense, so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.